Manufacturer narrative:
The compressor was investigated by our field service engineer. It was reported that the compressor alarmed for low pressure during start up. The problem was solved by repositioning and adjusting the plastic tubing in the motor. The compressor was returned to service after successful verification of proper function. No parts were replaced. The root cause for malpositioning/looseness of the plastic tubing has not be determined.

Event description:
It was reported that the ventilator to which the compressor was connected alarmed for low pressure during startup of the compressor. There was no patient harm. Manufacturer's ref.#: (B)(4).